Event description:
A webform complaint was received in which it was reported a customer received a "glucose reading unavailable" message on the adc device and was unable to obtain readings. As a result, customer was administered juice, sugar, and/or food for treatment by a non-hcp third-party. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. No physical damage is observed on the sensor patch. Extracted data from the returned sensor. The sensor was found to be in sensor state 6 (indicating early termination). No abnormalities were observed with the sensors data. Therefore issue is not confirmed . An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer received a "glucose reading unavailable" message on the adc device and was unable to obtain readings. As a result, customer was administered juice, sugar, and/or food for treatment by a non-hcp third-party. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.